Manufacturer narrative:
The returned device was evaluated and the device was received not deployed. The adhesive pad was not returned with the returned pod. Inspection of the fluid path and needle mechanism components found no evidence of any damages or deficiencies that would result in the soft cannula becoming dislodged from the infusion site. The soft cannula could not have become dislodged from the infusion site as reported, as the device was received with the soft cannula not deployed. The adhesive pad was not returned with the returned pod, inspection of the adhesive welds found no issues that would result in a failure to adhere. The exact cause of the reported adhesive failure could not be determined.

Event description:
It was reported while a patient had been walking in a store their blood glucose level rose to over 250 mg/dl while wearing the pod between 4 and 24 hours. In addition the patient reports the pods adhesive had separated from the pod infusion site (hip/buttocks), causing the cannula to become dislodged. As treatment, the patient applied a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.